Event description:
The following information was reported to gore: (date: (B)(6) 2026), the patient underwent endovascular treatment of dissection of the superior mesenteric artery using the gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device). A 6f sheath was used, and a 8fx55 adjustable-curved sheath (lifetech) was replaced. The guidewire and catheter were used to pass through the dissection and return to the true lumen. Viabahn device (8mm x 2.5cm) was inserted, but it couldn't be advanced to target lesion. During the withdrawal of viabahn device, the distal tip broke off. Viabahn device couldn't be withdrawn from the sheath. The guidewire was retained and the adjustable-curved sheath was withdrawn. The distal tip was retrieved. The adjustable-curved sheath was replaced, and another viabahn device (7mm x 5cm) was used to complete the procedure successfully. Patient didn't experience adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6: code c21 - the device will be returned and will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.